Manufacturer narrative:
Result of investigation: distributor indicated that the suspect device's pressure was decreasing when pressure high flowmeter was activated. They found a leak on tubing/connector at the top of the press high flowmeter. The tube was re-cut and connected, and all was okay. The suspect device was returned back to the end user.

Manufacturer narrative:
G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
The customer reported that the infant flow sipap in biphasic modes is displaying a negative pressure. Unknown patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.